Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Safety valve was defective - no connecting with vacuum bottle possible, access tip did not fit into safety valve. Safety valve had to be changed, after drainage was possible again. No patient harm.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Evaluation of the returned sample showed the valve was opened and was still functioning as intended. No lot number was provided, therefore we are unable to perform a DHR (device history record). After closely analyzing the internal structural integrity and functionality of the returned sample the valve was found to still be functioning as intended. Photographic evidence of the valve have been attached to support this conclusion. The failure could not be replicated as a result the investigation was not able to determine a root cause. Since root cause cannot be determined, no corrective actions will be implemented at this time. We will, however, track and trend future complaints to see if this issue recurs.